Event description:
It was reported that the right ventricular lead could not be fixed in the myocardial tissue. The lead was not used. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.